Event description:
The pt received her scs sys on (B)(6) 2009. It was reported that neither the charging sys or pt programmer would communicate with her ipg. The pt is without stimulation. A revision is scheduled to replace the ipg. No add'l info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.